Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners, a broken reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump battery was low and he could not remove the battery cap to change it out. The blood glucose reading was 188 mg/dl. The customer was advised to revert to a back up plan per a health care professional's instructions as needed and to monitor the insulin pump closely if he continued to use the insulin pump. The insulin pump will be replaced and returned for analysis.